Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to remove old mesh and repair right inguinal hernia recurrence." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number huvf0104 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to remove old mesh and repair right inguinal hernia recurrence. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to remove old mesh and repair right inguinal hernia recurrence." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions, migration, and mesh deformation thereby underwent repair with removal of mesh. Per op notes, "patient was diagnosed with recurrent right direct inguinal hernia, bunched up and migrated mesh thereby open repair with the removal of mesh". The instructions-for-use supplied with the device lists adhesion as a possible complication. Update fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number huvf0104 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to remove old mesh and repair right inguinal hernia recurrence. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with indirect and direct right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿an indirect hernia sac and small cord lipoma were dissected free. On the floor of the inguinal canal, a grossly weakened direct hernia was reduced and a medium perfix plug (device #1) was placed within the defect. The prolene patch (perfix plug onlay) was placed with an oval medial portion at the beginning of tubercle and sutured. Laterally the tails of the mesh were crossed and internal ring was recreated.¿ on (B)(6) 2011 - patient had follow-up visit for pain and swelling of surgical site which has improved with medications. On (B)(6) 2016 - patient had a new lump in right groin and was diagnosed with recurrent right inguinal hernia. On (B)(6) 2016 - patient was diagnosed with recurrent right direct inguinal hernia, bunched up and migrated mesh thereby open repair with the removal of mesh. Per operative notes, ¿the mass was noted with the defect lateral to the internal ring which was the old plug mesh. The entire mesh was removed. The defect was closed with a large polypropylene (prolene) mesh. The on-lay patch was then opened along the floor of the inguinal canal. A slit was made in the lower flap medially to accommodate cord structures and the mesh was tacked down.¿ attorney alleges that the patient had mesh migration, pain, hernia recurrence, mesh removal surgery and emotional injuries.